Manufacturer narrative:
Lot history record review: the lot history record for the reported lot number was reviewed for any abnormalities, which may have contributed to the complaint. Nothing known to have contributed to the complaint was observed. Conclusion: the complaint investigation is unconfirmed. The reported complaint could not be duplicated during the eval. Water was injected through the hub with the returned 1cc syringe, no leaks were observed at the hub. The catheter was removed from the wire and the catheter was pinched off with hemostats just below the hub. The 1cc syringe was attached to the catheter, water was injected and no leaks were observed at the hub. The wire was removed from the hub of the wire, the wire hub was attached to the catheter. The catheter was pinched off with hemostats just below the hub. The 1cc syringe was attached to the catheter, water was injected and no leaks were observed at the hub. The stopcock was added to the catheter and hub of the wire. With the catheter pinched off with hemostats just below the hub. The 1cc syringe was attached to the catheter, water was injected and no leaks were observed at the stopcock or hub. The cause of the complaint is unk. A possible cause of the complaint is user error. The last reported complaint of this type was from the same complainant. That case was caused due to the white piece of plastic that is part of the guidewire shipping tube and not part of the unifuse catheter or wire. This plastic piece will not let the wire completely interface with the catheter. A review of the reported manufacturing records indicated that all of the device specification and quality requirements were satisfied. (B) (4). Four (4) complaints have been reported (B) (4). This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
The hub on the unifuse catheter was leaking, which means, that the lytics are leaking through the hub and do not go into the catheter (as it should be). Because this part of the catheter is wrapped with bandage, the leakage was discovered a couple of hours after insertion.